Event description:
Event was reported to (B)(4) by an attorney. The patient experienced pain, erosion, infection, urinary problems, bowel problems, recurrence, dyspareunia, vaginal scarring. No further information has been provided.